Event description:
Following implant, the device could not be interrogated. Technical support was contacted and the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Device was returned due the error message alert being triggered not allowing interrogation. Analysis of the device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
(B)(4).